Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and capture threshold was intermittent. Auto lead diagnostics shows a high occurrence of open circuit paces since lead warning occurred on 2014-05-12. Weekly rv capture management trend data shows the rv threshold has been varying and high. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds, high impedance, and no capture were observed with the right ventricular (rv) lead. A lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.